Event description:
It was reported that a user of the ilet pump contacted support requesting guidance on changing glucose targets after experiencing a hyperglycemia event with a blood glucose of 229 mg/dl; the agent advised against user-initiated target changes and referred the case to a clinician for direction and provided user education. Symptoms included elevated blood glucose. Outcomes included the need for clinical follow-up and user education without alarms or hospitalization. Investigation included complaint handling, user interview, and medical professional contact for follow-up. Investigation of this case revealed no device alarms and no confirmed device malfunction, with user management questions identified. It was concluded, based on previously established findings for similar reports, that the event involved hyperglycemia with an unclear cause and that clinical guidance on target settings would be sought. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.